Event description:
Dealer states the charger does not put the chair into drive lockout when it's charging.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.